Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer has been experiencing low blood glucose that started 2-3 weeks ago. Emergency medical services dispatched and customer was taken to the emergency room on (B)(6) 2021 due to hypoglycemia and diabetic seizure. Customer started foaming at the mouth and clinching the fist. Blood glucose was 37 mg/dl when emergency medical services arrived and was given treatment via intravenous. Blood glucose was 112 mg/dl upon arrival at the hospital. Customer's parent alleges the insulin pump has not been working for over a month as customer's blood glucose kept dropping. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Blood glucose level at the time of the call was 471 mg/dl. It was unknown how the high blood glucose was treated. During troubleshooting for low blood glucose/possible over delivery reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump is not expected to return for analysis.